Event description:
The customer reported that the 9800 system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated all video connections to the left monitor and the electronics box. The system was tested and operates as intended.